Manufacturer narrative:
(B) (4).

Event description:
It was reported impedance readings were >10000 ohms. The hcp removed the lead, wiped down the surface, and reinserted to re-test. The impedances were then open on electrodes 1-3. After re-inserting in the external stimulator, the impedances were all ok. The plan was to re-insert into the implanted neurostimulator and recheck. It was later reported, the impedance readings were >40000 ohms on electrodes 1-3 and 10-11. The pt was not getting stimulation with the 0-3 electrodes but was with the 10-11 electrodes. Troubleshooting was still being considered. The pocket had already been closed. The pt was to return the following day for additional testing of the system. No further info was provided.